Event description:
It was reported that during the shoulder cuff repair surgery, after the opening with a special opening device, the screw was found to be broken when fixing the anchor and tightening the suture while putting in tendons and ligaments. A backup device was used to complete the surgery.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.